Event description:
I went to a hand physical therapist for a scar that was not healing properly after carpal tunnel surgery - my doctor put in the referral. The therapist used a silicone strip on my hand, and it softened the scar. She gave me a sample and told me to buy scaraway and to put on strips at night. My husband went on-line and ordered a box from walmart as it had free delivery. Meanwhile, my hand was healing, and the scar was no longer as hard and had become flatter. The therapist recommended scaraway - I thought that was what was being used. When the scaraway from walmart came, I used it on my hand. My hand became inflamed, a sore red mound developed in my palm, and it was painful. Unfortunately, that night (before the reaction on the palm set in) I read in the product's insert that scaraway can be used "on any part of the body" - so I decided to try it on a scar near my eyebrow that has bothered me and used a small strip there overnight. Scaraway says it can be safely used 12-24 hours - I removed after 7. The edges of the strip left deep grooves in my forehead between my eyes, pushed my skin so I developed a rectangular shape wrinkle box over my right eyebrow, and produced lines on the bridge of my nose and forehead. I went to the doctor and got steroid cream for my palm - after 2 weeks of pain, it improved. I went to a dermatologist for my face, and she prescribed retinol cream - no change or relief. The lines are so deep that she doubts that plastic surgery can help me!! I found out later that the therapist put cica-care on my hand - it worked well. Scaraway gave me pain and messed up my face. All silicone strips are not alike. The scaraway strip insert should say test for an allergic reaction. I found other people with troubles like mine in amazon reviews during june. I wish I could have saved them. Please make scaraway state on the insert to test and be careful when used on the face!! I don't want others to experience all my pain and the agony of paying for a product that harms them. I cannot even get a refund from scaraway as they say the 60-day guarantee does not apply to online purchases from walmart - only from their amazon site online. I have had doctor bills, prescription bills, and much agony - they are getting off without any responsibility to safeguard others. The doctors and hand therapist I saw can verify what I am reporting.